Event description:
The pt's wife called saying that her husband had two cypher stents implanted (lot and catalog number unknown) for 95% blockage in 2006. In april, the pt had "an episode" where he "passed out." The pt also had leg swelling and heart pain from that time on. In may he was admitted to hosp and underwent angiogrpahy. Reporter stated that physician noted that the vessels were now 100% blocked and they were unable to get a catheter into the vessel. She further stated that the pt was evaluated by several surgeons who said that it was "too risky" to operate on him. The caller declined to provide demographics, name of physician, hospital, or further info.

Manufacturer narrative:
Additional procedural, product, and pt info was requested and will not be forthcoming. The pt did not wish to be contacted. The product is not available for analysis.